Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was partially torn off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the root cause of these events is that design controls for this design of cassette with semi rigid adapter configuration did not consider the user needs, causing the complaints leaks and broken claves in the semi rigid adapter configuration. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter on the clave secondary port of the tubing set partially broke off. The tubing set was to deliver an unspecified solution. It was reported that during priming, prior to patient use, the clave port on the cassette of the tubing set partially broke off. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.